Event description:
It was reported that a (B)(6) pt with lung cancer underwent a kyphoplasty procedure on levels t5 and t7. One day postoperatively, an x-ray revealed cement extravasation lateral superior to level t5. There were no pt complications. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with rep.